Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 36 mg/dl. Customer was on auto mode. The customer with humalog as per health care professional's. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose. Troubleshooting was done for low blood glucose and over delivery. Customer was not alleging the insulin pump of over delivery of insulin. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reports programming was accurate. The insulin pump will not be returned for analysis.